Event description:
It was reported via repair work order that the hi/lo needed to be repaired. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to perform repairs.